Manufacturer narrative:
Continued e1 (phone number): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of historical complaints on the complaint management handling system identified that there were other records for units manufactured on lot number 2150713: 2340273: capsular contracture. Device not returned to device analysis. 2525056: rupture. Device returned to device analysis. 969853: capsular contracture. Device returned to device analysis. (B)(6): a0412 material rupture. Device returned to device analysis. (B)(6): e2403 - no clinical signs, symptoms or conditions, a25 - no apparent adverse event. Device not returned to device analysis. Even though there were 2 additional complaints of a0412 material rupture for this lot number, the devices were returned, and after inspection no workmanship were detected. The search criteria of these queries are mentioned on qpp07-01-004-her1-g02 (v6.0) the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a0412 material rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device was explanted.